Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for in-stent restenosis, a 7-12 eluvia stent was placed in 2019. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10 atmospheres for 30 seconds to 1 minute. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 2: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for in-stent restenosis, a 7-12 eluvia stent was placed in 2019. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10 atmospheres for 30 seconds to 1 minute. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.